Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer¿s father reported that the insulin pump had issues and also had failed battery. The customer was advised to call when he had the pump to get the issue taken care of. The insulin pump will not be returned for analysis.